Event description:
Reporter stated that customer received the following results on the inform ii system within 10 minutes: 502 mg/dl, 93 mg/dl, 459 mg/dl, 405 mg/dl, 90 mg/dl, 205 mg/dl, and 92 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(4).